Manufacturer narrative:
Findings: pump was received with missing reservoir tube retainer and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the ring from the reservoir compartment of the insulin pump was loose and came off. Customer stated the device was dropped accidentally. Blood glucose level at the time of the incident was not provided. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.